Event description:
An intra-aortic balloon was placed pre-operatively in this pt for coronary artery disease on 10/8/98. The intra-aortic balloon was in the pt for approximately 59.5 hours when blood was noticed in the helium line. The resident and perfusionist were notified. The intra-aortic balloon was replaced and the pt is stable at this time.